Event description:
It was reported that this right ventricular (rv) lead showed failure to capture the tissue at the presenting strip, on the rv channel. The patient reported symptoms as back pain, shortness of breath and weakness. There is evidence suggesting that more than two seconds asystole was present. The rv output was increased and capture was achieved. The output had been previously programmed subthreshold. The patient is not pacing dependent. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.